Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a peripheral intervention procedure, coil friction occurred. The lesion was located in the mildly tortuous right internal iliac artery. A 5fr imager ii bern catheter was placed inside the patient and the physician attempted to place a 8mm x 40cm .035 interlock cube coil. Intermittent flush was maintained before and after each coil was placed through the catheter. The first coil was advanced and became caught approximately middle to distal in the imager ii bern catheter. The coil was able to be removed from the catheter with force. The physician then advanced another of the same .035 coil through a 5fr imager ii c2 catheter and got caught further down the catheter. The coil was removed successfully and it was noticed that the coil had become elongated. The procedure was completed successfully with another imager ii bern catheter and a new coil. No patient complications were reported and the patient's status is ok. However, returned device analysis revealed detached fiber bundles on the coil.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and visual inspection determined that the twist lock was fully opened and a significant amount of blood was present. The coil was severely stretched from the mid to distal end. Dried blood was on the fiber bundles. There were several fiber bundles that had been pulled off towards the distal end. The delivery wire was inspected and there were kinks noted at the proximal and distal ends. Microscopic inspection determined the zap tip shape and surface smooth and the delivery wire zap tip and surface smooth. Dimensional inspection determined that the delivery wire dimensions were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as intermittent flush instead of continuous flush was maintained during procedure. Dfu states "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).